Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Additional information received indicates the product will not be returned to zimmer biomet for investigation, as it was discarded. The investigation is still in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2021-00027, 0001032347-2021-00028, 0001032347-2021-00029. Concomitant medical products: item# unk left fossa; lot# unk. Item# unk mandible screw; lot# unk. Item# unk fossa screw; lot# unk. Item# tmjpm-3253; lot# unk. Foreign - event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient was implanted approximately seven and a half (7.5) years ago with a stock joint. Subsequently, the patient was revised on an unknown date due to infection. All components were removed and a spacer was implanted. The patient is currently being considered for a pmi product. Attempts have been made and no further information has been provided.